Manufacturer narrative:
The associated complaint device was returned and evaluated. A review of the manufacturing records did not reveal any material or manufacturing deviations that caused or contributed to the reported incident. A lab analysis indicated that the burnishing and scratches on the inferior surface of the insert were caused by repeated motion between the insert and the baseplate, occurring during or after the reported insert loosening. The deformation to the anterior face was due to impact force during insertion or extraction. The deformation of the posterior locking detail could be caused if the insert was not fully seated posteriorly or sitting on the top of the posterior dovetail. No manufacturing deviations were noted during this investigation. Based on the investigation conducted, the exact cause of the insert dissociation was not able to be determined. A dimensional evaluation was attempted; however, damage at several features of the device would not allow for accurate measurement. The features that could be measured were found to print specification. A clinical analysis indicated that a revision was performed due to the insert not locking into tibia correctly. The patient impact beyond the revision surgery cannot be concluded as there is no report of the patient¿s current condition or how the procedure was tolerated. No further clinical assessment is warranted. A review of complaint history on the listed part revealed no additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that patient underwent revision surgery due to incorrect locking of insert into tibia.